Event description:
It was reported, the patient was unable to maintain communication with the ipg using the charging system. A replacement charging system was sent to the patient. Follow up identified the replacement device did not resolve the issue. It was reported, the patient had undergone surgery on (B)(6) 2013 to address a lead issue. During this procedure, the physician repositioned the ipg, placing it in the lower flank area above the hip flexor but below the last rib to provided a better recharging surface. It was reported the issue was resolved with the repositioning of the ipg. Reference MFR report: 1627487-2013-02395 regarding the lead issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.